Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the explant of the trial drg lead the patient experienced a constant, clear drainage. It was noted that this drainage was not observed at the time of explant and was confirmed to be cerebrospinal fluid (csf). Area was cleaned and patient was reported to be asymptomatic. Consequently, drainage would not cease therefore patient was admitted to the hospital. At a later date, drainage stopped and patient was released from the hospital.